Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump depleted from 80% to 5% within one day. The customer's blood glucose level was not impacted. During troubleshooting the reported battery depletion was confirmed in the pump history. Reportedly the customer would continue to use the pump for insulin therapy.